Manufacturer narrative:
Investigation summary: physical sample is received from the client, where the missing of the label in the box is observed. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Probable root cause is omission of label. Since the placement of the label in the individual box is done manually which could cause the operator to omit placing the label in the box or have taken a pack of 5 boxes and has not ensured that all have a label. Corrective action, a sensor of presence of label was placed to ensure that the equipment stops when it detects the absence of the label, moreover the lot involved was manufactured prior to the conclusion of the actions.

Event description:
It was reported that the box of bd precisionglide¿ needles had a blank label.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd precisionglide¿ needles had a blank label.